Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph did not identify any abnormalities that could have contributed to the leakage. The reported condition could not be verified in the photo sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple units of clearlink system continu-flo solution sets leaked. The leakage was observed after spiking the primary bag. The tubing leaked between the chamber and the start of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.